Event description:
It was reported that during a colon resection procedure, the surgeon said that early on in the procedure that the device was leaking co2. It was used for the entire case. There were no patient consequences.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.